Manufacturer narrative:
(B)(4). All available information indicates that the implantable cardioverter defibrillator (ICD) remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating the device was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited low pacing lead impedance measurement less than 200 ohms. Subsequently, the patient was seen in the clinic and no out of range measurement was noted since the last alert. The last measured rv pacing impedance was 342 ohms. The system remains in service. No adverse patient effects were reported.